Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as diarrhea and pain in stomach. The customer was treated with insulin pump for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the insulin pump was on auto mode at the time of incident. Customer did not allege the insulin pump for under delivery. The customer stated that the insulin pump had software error detected and insulin flow block alert. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer performed high pressure test and it was passed. The device will not be returned for analysis. (B)(4).